Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there were indentations on the surface of the insertion part, bending, and a large amount of dust inside the charged coupled device (ccd) glass, resulting in a blurry image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The issue occurred during maintenance. There were no reports of patient involvement.